Manufacturer narrative:
Investigation summary ==> no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter was the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. As verbalized,"I have a depuy sigma replacement and revision and I wanted to file a claim." On (B)(6) 2018 talked with patient. "I had your sigma knee put in 2010 and had to have it taken out in (B)(6) 2018" due to loosening. The patient is requesting compensation. No further information was received. Loosening of unknown product at unknown interface.